Event description:
It was noted that a shaft separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During unpacking, when this device was pulled out from the hoop, the distal shaft and hypotube were separated in the guidewire port part. The device was recovered without any problem and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device was returned with the balloon protector removed from the device. The balloon protector was not returned for analysis. A visual examination identified that the balloon was not subjected to positive pressure. The balloon material and blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were fully bonded to the balloon material. A visual and tactile examination found the shaft polymer extrusion to be completely detached at the guidewire port. This type of damage is consistent with excessive tensile force being applied to the device. A visual and microscopic investigation identified no damage or any issues with the markerbands or tip of the device that could have contributed to the complaint incident.

Manufacturer narrative:
(B)(6).

Event description:
It was noted that a shaft separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During unpacking, when this device was pulled out from the hoop, the distal shaft and hypotube were separated in the guidewire port part. The device was recovered without any problem and the procedure was completed with another of the same device. There were no patient complications reported.